Manufacturer narrative:
(B)(4). Date sent: 2/23/2022. D4: batch # 372a42. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger is locked. Once in the cavity, press the anvil release button to reopen the instrument jaws and return the closing trigger to its original position. To articulate the instrument, turn the articulating lever until it comes to a stop in either direction. To rotate the instrument, turn the rotating knob by applying pressure in a clockwise or counter-clockwise direction. The instrument shaft will rotate freely in either direction. Position the instrument around the tissue to be stapled. The tissue should be positioned between the black line at the distal end of the jaws and the black line at the proximal end, indicating the end of the staple line. The inner black line references the cut line of the device. After positioning the instrument jaws, close the jaws by squeezing the closing trigger until it locks. An audible click indicates that the closing trigger and jaws are locked. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Fire the instrument by squeezing the firing trigger completely with one continuous, smooth stroke until it rests on the closing trigger. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release button. While pressure is still on the anvil release button, slowly release the closing trigger. Gently pull the instrument away from the transected tissue and ensure the tissue is released from the jaws. To remove the instrument from the cavity, squeeze the closing trigger until it locks, closing the jaws. Remove the instrument through the trocar in the closed position. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a laparoscopic appendectomy procedure, device "misfired & locked after 1 step." Another like device was used to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. 1 staple out of whole load. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? No. Was there difficulty opening the device? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.